Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the customer may have used a high energy endo therapy accessory, such as high frequency without securing enough distance from tip of the device, which led to this event but a definite cause can not be determined and the other reportable malfunction cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis the service repair technician indicates that burn distal end and forceps elevator and peeled adhesive around light guide lens were found. There was no patient involvement.